Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, g.2, h.6.

Event description:
Healthcare professional additionally reported "ruptured implant and capsuled." Device has been explanted.

Event description:
Patient reported left side "possible capsular contracture," baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was a broken shell, yellow particles material was found on the shell, missing shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks and broken striated. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: -a sharp edge broken in the shell with stress marks in the side radius assessed as surgical impact opening. -a striated edge broken in the side radius assessed as surgical damage. -missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "possible capsular contracture," baker grade unknown. Device remains implanted.

Event description:
Patient reported rupture confirmed via mammogram.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, yellow particles material was found on the shell, missing shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks and broken striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side radius assessed as surgical impact opening. A striated edge broken in the side radius assessed as surgical damage. Missing shell assessed as inconclusive. Additional, corrected and/or changed data.